Event description:
A 28mm and 30 mm amplatzer septal occluder (aso) were attempted and re-sized due to patient anatomy. The procedure was abandoned and surgical closure of the defects was performed several days later. The patient experienced a pericardial effusion post-surgical intervention.

Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.